Manufacturer narrative:
Concomitant medical products and therapy date. Detail of product: item number unknown, item name znn cmn nail hip, lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery the screw was stuck and couldn't move any degrees.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event: event happened during the surgery when the surgeon tried to insert the set screw. It was found that the screw was stuck and couldn't move any degrees. No issues of the patient reported. No delay reported. No relevant medical data has been received. No further due diligence required as all required information to support the conclusion is available or was already requested. Visual examination: the set screw has been returned for investigation. The visual examination shows that the thread of the screw is polished. This can be caused by trying to insert the set screw into the znn nail. No other damages or deformations can be seen. A review of the surgical technique was done. The correct lag screw insertion and set screw insertion is described. It can be assumed that the set screw was not correctly placed into the znn nail. The products are intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).